Event description:
The customer reported to olympus that the provation cpu monitor of the video system center did not show an image. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed suggesting to reseat the serial digital interface (sdi) cable on both sides. The customer stated that the reported issue was fixed by their information technology (it) department and reinstalled the serial digital (sd) port as a resolution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that "monitor shows no image" occurred due to wrong connection. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.